Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus. Place 2 immediate implants, 27 & 28. #27 successful integrated. #28 spun when torqued the abutment.